Event description:
Hamilton medical ag received the following description: the ventilator triggered the "high oxygen" alarm when the end user tried to operate it with an fio2 setting of 40%. (The "high oxygen" alarm is a high priority alarm. It is triggered when the measured fio2 value is more than 5% (absolute) above the current fio2 control setting.) The event did not occur during ventilation.

Manufacturer narrative:
After the mixer valve had been replaced, the issue was no longer observed. The fio2 reading returned to the correct value. Investigation is ongoing.

Manufacturer narrative:
Update 01-dec-2023: root cause: the root cause was identified as defective mixer valves.